Event description:
Same case as MDR ID 2134265-2012-02428. It was reported that during a below-the-knee (btk) intervention, a catheter entrapment on guide wire occurred. The patient was treated for a stenosis in the left tibial artery. The v-14 guide wire could not be moved in the 3.0x220mmx150cm coyote balloon catheter. The v-14 guide wire was stuck at the tip of the coyote balloon. Both devices were removed together. The core wire was exposed on the v-14, but nothing detached from the v-14 wire. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the coyote catheter was received with no original packaging and a v-14 guidewire. The tip of the catheter was bent. The inner shaft was buckled within the markerbands and adjacent to the guidewire exit notch. The guidewire was protruding 8 cm from the tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The guidewire was unable to be removed from the wire lumen of the catheter due to the inner shaft damage and condition of the guidewire. The outer diameter of the distal end of the wire was .0135", which is consistent with a .014" guidewire. The tip of the guidewire was damaged and coating compromised. The product analysis results are consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2012-02428. It was reported that during a below-the-knee (btk) intervention, a catheter entrapment on guide wire occurred. The patient was treated for a stenosis in the left tibial artery. The v-14 guide wire could not be moved in the 3.0x220mmx150cm coyote balloon catheter. The v-14 guide wire was stuck at the tip of the coyote balloon. Both devices were removed together. The core wire was exposed on the v-14, but nothing detached from the v-14 wire. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.